Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is a meter related issue, no strip related investigation will be performed. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported the customer was unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported that the customer experienced hypoglycemic symptoms described as "dizziness, nausea, disoriented, was not able to stand" and subsequently lost consciousness. An ambulance was called to help measure the blood glucose and customer was diagnosed with hypoglycemia and treated with an unspecified injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer was unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported that the customer experienced hypoglycemic symptoms described as "dizziness, nausea, disoriented, was not able to stand" and subsequently lost consciousness. An ambulance was called to help measure the blood glucose and customer was diagnosed with hypoglycemia and treated with an unspecified injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Performed visual inspection on the returned reader and a new issue was observed. The meter did not turn on when button was pressed or when retain strip was inserted. The reader was sent for further investigation and de-cased. Visual inspection was performed on the pcb (printed circuit board), evidence of liquid ingress was observed. The moisture detection spot had turned red. This would affect the majority of functions the reader performs. A port issue was not observed.

Event description:
Customer's caregiver reported the customer was unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported that the customer experienced hypoglycemic symptoms described as "dizziness, nausea, disoriented, was not able to stand" and subsequently lost consciousness. An ambulance was called to help measure the blood glucose and customer was diagnosed with hypoglycemia and treated with an unspecified injection. There was no report of death or permanent injury associated with this event.